Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested events are detectable/preventable by handling the device in accordance with the following sections of the instructions for use (IFU): - gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection - gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that remnants of a white crystallized contamination believed to be infacol (simethicone) type product was evident within the air / water channels. Additional findings include the following: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the scope connector had water ingress, a misty image was evident as the device failed the hot and cold test, the up / down angles were not to specification, the up / down brake was not holding, the optical cover glass was stained, the switch condition was worn, and there were issues with the bending angle return. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis lucera elite colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: remnants of a white crystallized contamination believed to be infacol (simethicone) type product was evident within the air / water channels. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.